Manufacturer narrative:
(B)(4). Report sent to FDA: user facility reported event to FDA (B)(6) 2018. Report sent to manufacturer: copy of medwatch sent to cook inc. Was received on 18-may-2018. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted following the completion of the complaint investigation. The follow up report will include information requested from the food and drug administration received on 18-may-2018.

Event description:
Information obtained is this report from user facility report (B)(4). It was reported a physician attempted to place femoral arterial line using a cook inc. Femoral artery pressure monitoring set in the left groin. During his attempt, the guide wire tip detached and, as reported, remains in the patient's tissue. Based on the information known to date, there were no additional procedures related to this occurrence.

Manufacturer narrative:
Clarification was received in response to details of the event. It was reported, ¿there was no difficulty passing the guidewire through the left femoral artery, however on withdrawing the guidewire the coils unspun. The majority of the wire removed with some pressure, but the wire broke at the end.¿ the reporter also clarified that it was the wire guide tip that broke at the end and was not retrieved. The procedure was performed using ultrasound guided imagery and seldinger technique. The imaging showed an s-shaped 2 cm linear metallic density in the left femoral region which is new when compared with the scout view from the CT abdomen of (B)(6) 2018. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Investigation evaluation: a review of the device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control, and imaging review of the device was conducted during the investigation. The device was not returned for evaluation, however, medical images (x-ray) of the patient were received from the facility. Inspection of the images showed that on the day of the incident, a small wire fragment was present in the left groin of the patient, confirming the complaint. The manufacturing and quality control documents for the wire guide were reviewed, and the appropriate controls are in place to ensure the device is manufactured to specifications. There is no evidence to suggest the device was not manufactured to specifications. The lot number of the complaint device could not be provided, so a search for related complaints and non-conformances associated with the product lot could not be performed. There is no evidence to suggest there are non-conforming products in house or in field. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Possible causes are user technique and/or patient anatomy. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.